Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was fed into the jaws sideways at the 1st firing. There was no unexpected resistance in grasping trigger. There was no unexpected noise. There was no torquing or twisting of the device present. The device did not clamp something hard such as an existing clip. The device was fired out of the patient after event. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the er320 device found that it was received for analysis. The returned device was noted to have the jaws misaligned and yielded. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 12 scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the yielded condition of the jaws may lead dropping/ejected clips. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.